Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy of lung procedure, there was a poor staple formation after the staple were fired. An incomplete staple line in distal was also reported. A new staple was replaced to complete the operation. There was no patient injury.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.